Event description:
Aspen surgical received a report indicating that a single blade pack was opened in the operating room, and two blades were packaged in the single pack. Incident occurred at the end user. This event was filed in our complaint handling system as number (B)(4).

Manufacturer narrative:
No further information is available on the product at this time. However, if any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report. H3 other text: device not available.